Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver rebooted without manual restart. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device has been received. Evaluation is not complete. A follow-up will be submitted upon completion of device evaluation.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced. A review of the downloaded receiver log found errors that were not related to the customer complaint. The receiver case was opened for further evaluation. Trouble shooting during an interior inspection confirmed the reported event of a the receiver rebooting without manual restart. The root cause was determined to be a defective battery.